Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive rate of (B)(4) for flu b. 800 tests ran per day. The customer communicated the results were confirmed negative by molecular (pcr testing).